Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted successfully. Following the final angiogram, severe paravalvular leak (pvl) was noted and it was reported the valve was not fully expanded. A 25 mm balloon was used to post-dilate the valve, however there was still moderate pvl noted. A second 26 mm non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - eval method code, eval results code, eval conclusion code h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the severe pvl was noted post-implant and the valve was not fully expanded. This indicates that incomplete frame expansion could be a contributing factor for the pvl. A balloon aortic valvuloplasty (bav) was performed, moderate pvl still remained post-bav. The movie photo clips were received for review. There was a valve load check for this event confirming a good load. The imaging provided confirmed a medtronic valve was deployed and the post-angiogram confirms there was moderate to severe pvl present before and after post-bav. A non-medtronic valve was deployed inside the first valve system. Multiple factors can affect frame expansion, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Based on the information provided and image review, an assignable root cause of the frame incomplete expansion could not be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.